Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Physician revised a liner from a mako hip done on (B)(6) 2015 of the right hip. The reason was for possible infection.

Manufacturer narrative:
Additional information: age at time of event, age units (patient). An event regarding infection involving a mako liner was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further information such as pathology reports, revision operative reports and x-rays are needed to complete the medical assessment. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. The exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, primary operative report as well as x-rays, patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened.

Event description:
Physician revised a liner from a mako hip done on (B)(6) 2015 of the right hip. The reason was for possible infection.